Event description:
The manufacturer received information related to an everflo device indicating that the device caused fire in the patient's home. The reported event includes no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation.